Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system would not power on. It was unknown that the system was in clinical use. The philips has sent the quotation to the customer, but the customer refused the quotation. Customer performed system back up and the unit has started working. Since the quotation has been cancelled and no service has been provided from the philips. The codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome.